Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call that the customer experienced high blood glucose level of 500 mg/dl. The customer experienced different blood glucose level of 89 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with manual injection. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump received compromised force sensor system alarm. The customer stated that the drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test but compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery test due to compromised force sensor system alarm.